Event description:
It was reported that a patient with a previous c4 to c6 acdf had a non-union of the plate and went into a revision surgery. During the revision, it was noted that the two screws at the c6 were broken. Plates removed, the level was revised and a new plate placed at the c5 to c6.

Manufacturer narrative:
The incident is associated with the devices reported in MFR report # 1526439-2013-36258 and 1526439-2013-36257.